Event description:
The complaint was reported as: during the first suture the needle stayed stuck inside the system and the wire broke. No pt injury reported. Pt doing fine.

Manufacturer narrative:
No device sample is available for investigation. DHR has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question. The device was assembled and inspected according to the MFR's specifications. Complaint cannot be confirmed due to lack of product sample to perform a proper investigation. No corrective action taken.